Event description:
The manufacturer received information alleging a ventilator would not power on and black screen was observed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint of no power was not confirmed, however, the blank screen was confirmed. The device's display board was replaced to address the issue.